Event description:
Customer reported via phone call that their sensor and blood glucose readings are off. Customer states that their blood glucose reading is 87 mg/dl.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.